Event description:
A customer reported a continuous glucose monitor (cgm) error, specifically cgm error 42, associated with the g6 sensor. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided complete information for resetting the pump and guided the caller through the process. Following the pump reset, the error code did not reappear. The customer was advised to wait 20 minutes before starting a new sensor session, which the customer understood and acknowledged.